Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 1910894: 400 items manufactured and released on (b)(2020. Expiration date: 2025-04-16. No anomalies found related to the problem. To date, 172 items of the same lot have been already sold without any other similar reported event

Event description:
The patient came due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and revised the head 15 days after primary. The surgery was completed successfully.